Event description:
During evaluation, an additional issue of increased intra peritoneal volume (iipv) event was identified in the patient therapy log (therapy started date (B)(6) 2011 at 16:52 with ultrafiltration of 1297 ml during cycle 3. Fill volume is 2000 ml.

Manufacturer narrative:
(B)(4). Evaluation summary: the pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain: one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume. This issue was confirmed through review of the event history log. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.